Event description:
The user facility reported that the wire broke off in the patient. The device was implanted in patient and then removed. The estimated blood loss was less than 250cc. A snare was used to remove the broken wire. Another gs3509 was used and the patient was fine. Additional information was received on 16nov2023: the procedure performed was femoral tibial bypass. The patient was stable.